Manufacturer narrative:
A short test run showed that the heat up of the head was reproducible and that the bearings have been vibrating which showed already that the bearings have been worn out. After disassembling of the product it was found that inside the handpiece was a hight debris level. This shows that the maintenance / reprocessing is not performed as requested by user instruction as it should be clean inside. The high debris level causes a high friction in the bearings and therefore increase of temperature and also strong wear of the ball bearings. The bad condition of the bearings cause also increase of temperature. It was also found that the inner push button had circular marks on it. This indicates that it has been pressed while the handpiece was spinning. This is a sign that it has been used to lift soft tissue (lip, cheek, tongue...) Away from treatment area. To avoid such issues the user instruction contains already several notes, warnings and requests how to prepare the handpiece for each treatment and how to use it: warning: hazards for the care provider and the patient. In the case of damage, irregular running noise, excessive vibration, untypical warming or when the cutter or grinder cannot be held. Do not use further and notify service. Caution: burning hazard from hot instrument head or hot instruments cover. If the instrument overheats, burns may arise in the oral area. Never contact soft tissue with the instrument head or instrument cover. The following guidelines must be observed to ensure save use of the electrically driven contra-angle handpieces: the service instructions for contra-angle handpieces must be precisely following when using kavo spray or quattrocare care systems. Before each use, the contra-angle handpiece must be checked for external damage. Before each use, perform a test run with the contra-angle handpiece, and watch for atypical heating and unusual noise and vibration. Immediately stop using contra-angle handpieces that act unusual. Never press the pushbutton during operation. This also includes lifting the cheek or tongue. To ensure proper function, the medical device must be set up according to the reprocessing methods described in the kavo instructions for use, and the care products and care systems described therein must be used. Kavo recommends specifying a service interval at the dental office for a licensed shop to clean, service and check the functioning of the medical device. This service interval depends on the frequency of use and should be adjusted accordingly. (B)(4).

Event description:
During a standard dental treatment the handpiece heated up and caused a burn on patients lower lip. Office just recalls that it was a small burn in size. No medical care was necessary. Dental office was not able to recall name of patient hence it was not possible to supply further data related to patient.